Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device discharged one delivery of energy to the pt at 150 joules, and made a loud pop sound. On a second attempt to deliver energy to the pt, the device displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device available on scene to continue treating the pt. Complainant indicated that the pt subsequently expired.